Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center without any reported malfunction. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, white residue was observed inside the channel and cylinder. There was no patient involvement.